Manufacturer narrative:
Technical support recommended replacing the bed exit board. Several attempts were made to obtain resolution for this issue with the customer without success.

Event description:
Account alleged there is no audible alarm when bed exit is activated but will send a nurse call.